Event description:
On the event date, the patient reported that he received an e4 (occlusion) error after delivering a bolus. He stated that he typically changes his infusion site every 3-4 days. He was advised to change the infusion site every 3 days. To troubleshoot the patient was instructed to disconnect from the infusion site and to perform a prime. He received an e4. He was instructed to remove the infusion tubing and he was able to prime through the adapter without error. He was advised to change the infusion tubing. The patient called back on the same date, and stated that his blood glucose elevated to 529 mg/dl and he bolused 20 units of insulin. He stated that early in the morning (3:00am) his blood glucose lowered to 45 mg/dl and he drank a half can of soda and he disconnected from the infusion device for 3 hours. He stated that one week ago he changed his basal rates from 0.8u/h to 0.6u/h from 12:00am-5:00am. He stated that he has been experiencing e4 errors for the past week. He stated "I don't pay much attention to it, press the button twice and it (error message) goes away." He was advised to properly acknowledge all error messages and to determine the cause. The patient's blood glucose had elevated to 583 mg/dl and he was advised to change his infusion site because the infusion tubing had been changed earlier. He stated that he would bolus another 20 units of insulin. The patient called back on the saem day, and he stated that his blood glucose returned to normal at 101 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.